Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2018.

Event description:
Health professional reported "patient is currently in the hospital and going to receive chemo due to alcl." Diagnosis has been confirmed with markers cd30+ and alk-. Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: plaintiff has been diagnosed with bia-alcl." This is the right side record. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "patient is currently in the hospital and going to receive chemo due to alcl," and "enlarged abnormal lymph nodes." Diagnosis has been confirmed with markers cd30+ and alk-. This is the right side record.